Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report. Explant date is estimated. Event date is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 1627487-2020-21910. It was reported the patient experienced ineffective stimulation. Patient said system was removed approximately 3 years ago, however she was unable to recall the exact date. Patient said no troubleshooting was done prior to the removal of the system.